Event description:
The pt was revised to replace the meniscal bearing and patella components. Minimal poly wear was found on the components.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported event without the products to examine; however, some polyethylene wear after twelve years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be rec'd, the investigation will be re-opened.